Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun. This report is based on info supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.

Event description:
It has been reported to us that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt. The physician was also using another wire to "buddy wire" the lesion site. The physician inserted a stent delivery catheter without pre-dilatation of the vessel. The physician inflated the occlusion balloon to 6mm to occlude the vessel. The physician injected dye to check the vessel and noticed that the occlusion balloon had deflated unexpectedly. The physician removed the device and replaced it with another to complete the case. The pt is reported to be fine.